Event description:
Customer reported an issue with incorrect time settings on their device. There was no adverse impact to the customer's blood glucose level. Technical support assisted in updating the pump time and advised the customer to monitor the time for any future discrepancies. The customer understood and acknowledged these instructions.